Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit was alarming with no lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold was defective , which confirmed the original complaint issue of alarming. Unit had pilot valve circuit code. The complaint issue of no lights was not confirmed in the evaluation. However, the underlying cause could not be determined.

Event description:
The unit was alarming with no lights.